Manufacturer narrative:
Additional information: beckman coulter has determined that the mistranslation of the word "within" in the english instructions for use (IFU) to "outside" in the french IFU does not pose any patient safety risk. With regards to ambient temperature fluctuations, customers will monitor quality control results and reanalyze or recalibrate as necessary. Therefore, there is no safety impact associated with the translational error. This reported issue does not have the potential to generate incorrect diagnostic results, cause a clinical significant delay of reporting diagnostic results, expose users/service personnel to harm, or cause damage to property, equipment or environment. A correction of the french IFU has been implemented to remedy any future misinterpretation of this issue.

Event description:
The affiliate reported an error in the french translation of the access toxo igg instructions for use (IFU). The english access toxo igg instructions for use states the following in the quality control section: the access toxo igg assay has been evaluated at an ambient temperature range of 18-32°c. Should your ambient laboratory temperature fluctuate > ±5°c within this range, carefully review the daily quality control results and recalibrate as necessary. The same statement in the french access® toxo instructions for use translates as: the access toxo igg assay was evaluated in an ambient temperature range of 18-32°c. If the ambient temperature in your lab fluctuates > ± 5°c outside this range, carefully review the results of the daily quality control and recalibrate if necessary. The translation error occurs at within this range has been mistranslated as outside this range. The affiliate also stated the temperature range specified in the toxo igg instructions for use (18-32°c) does not match the temperature range stated in field safety notice pca-16241 (18-30°c). Per pca-16241, beckman coulter has restricted room temperature operating range to 18-30°c for all access immunoassay systems during system operation. This restriction supersedes any published temperature specifications, and customers have been notified of this restriction. The resolution for pca-16241 is currently scheduled for access 2 system software version 3.3.1 and unicel dxi system software version 4.6.1. Updated documentation will be provided to customers when the software is approved and released for general distribution. A review of complaints for the past 52 weeks did not identify any reported affect to patients or users attributed or connected to this event.

Manufacturer narrative:
The reported issues did not affect any toxo igg assays in use at any of the customers' sites. Device evaluation is not required as there are no reports of any impacted patient results due to the translation error in the instructions for use (IFU).